Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-03679. It was reported that removal difficulty, balloon detachment and vessel dissection occurred. Vascular access was gained via the right groin. The 99% stenosed target lesion was located in the tortuous and severely calcified proximal left circumflex artery. An unspecified 6 f guide catheter and several wires were used to cross the vessel. A non bsc guidewire finally crossed and then a non-bsc microcatheter was used to exchange for a pt graphix wire. A non-bsc guide catheter was then advanced. A 2.5 x 15mm emerge balloon was inflated multiple times and removed. A 4.0 diameter promus premier was deployed. The physician then advanced the stent delivery system (sds) of the promus premier distally and performed another inflation past the stent. During removal of the sds, the balloon got stuck inside the stent struts. The physician lost the guide catheter and wire position and removed everything together. A portion of the balloon material detached and remained in the patient. The deployed promus premier stent was noted to be undamaged under cine. Upon removal, the sds and wire were stuck inside the guide catheter which was noted to be severely damaged, appearing frayed inside and out of the liner. At this point, the physician noticed a large dissection distal to the stent. A non-bsc microcatheter was advanced and a pt graphix wire was delivered. The microcatheter was removed and a guidezilla was advanced. The physician placed a second wire through the guidezilla. Several balloons were used to dilate the lesion distal to the stent, including a 1.5 x 12mm emerge push and a 3.0 x 15mm emerge balloon. Following the removal of the emerge devices, the physician advanced a 4.0 x 32mm promus premier; however, the stent got stuck inside the guidezilla as there were also two pt graphix wires in it. The physician tried forcing the stent through the guidezilla; however, the guidezilla came apart at the collar. All devices except one pt graphix wire were removed successfully and a second guidezilla was then advanced. Three more promus premier stents were successfully delivered; the detached balloon material was stented over. No additional patient complications were reported and the patient's status is fine. It was noted that the dissection occurred due to ballooning and possibly due to a sharp piece of calcium.